Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had an MRI scan of her head but afterwards she started feeling pain in the back as well as severe pain in the implantable nuerostimulator (ins) battery area that kind of radiates through the spine. She wanted to make sure nothing went wrong. Patient confirmed she had ins turned off during the MRI scan and then turned it on again afterwards but started to get pain, so she turned it off. Patient stated pain does not subside when ins turned off. The reason for the MRI of her head was to check for multiple sclerosis (ms) because of numbness in her hands and fingers and going into her face as well as severe headaches which lasted 14 days. The MRI confirmed she did not have ms. There was no fall or trauma could be related to the issue. During the MRI, patient was told they were using a "certain coil that would not stimulate the rest of my body" however, patient later stated that before they put her in the MRI machine they were checking to make sure they had the right coil "because they couldn't show her documentation. They had to call an engineer guy in to confirm it was the right coil but it was different serial number. Patient stated they didn't have any documentation saying it was the right coil."

Event description:
Additional information was received from a manufacturer representative via consumer. It was reported that the patient had pain at the implant site. It was unknown if any environmental/external/patient factors led or contributed to the issue. The patient turned the device off and would be going to the doctor¿s practice to have it interrogated. Additional information was received. The patient had pain at their battery site, tailbone, and bladder area, and increased frequency for around 1 week. It was noted the discomfort was present in all areas whether stimulation was on or off, and that the patient did lose 10 lbs. The patient was confirmed to not be retaining by a bladder scan in the office. The doctor worked with the manufacturer representative to change programs to help try address the frequency. The doctor was going to look into referring the patient to another doctor for pelvic pain as the doctor believed the vaginal and tailbone discomfort was unrelated because it was not relieved with the device turned off. Additional information was received. During post-reprogramming follow-up, the patient noted their therapy benefit had returned to lessen urgency and frequency. The patient had significantly less discomfort after reprogramming and return of clinical benefit of the therapy. No further complications were reported/anticipated.

Event description:
Additional information received as the manufacturing representative reported that they were not sure of weight at exact time of event but they were (B)(6) at follow up which was about 1 week post issue. Patient was reprogrammed and referred to a specialist for pelvic pain. Understanding was that frequency decreased significantly post re-programming and pain was significantly reduced. Appointment for pelvic pain was within 2 weeks as of the date reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.